Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Reviewed the device history record of the complaint batch and no abnormality found during in-process and at final control inspection. Received 1 used catheter hub of introcan safety-w pur 22g, 0.9x25mm-ap without packaging and a new extension set. The cannula hub and protective cap was not returned for investigation. The sample was taken for investigation and observed that the capillary tip was broken off about 12mm from catheter horn. Broken off capillary defect most likely not appear to be attributed by manufacturing process as the defect is able to be detected by the in-line vision system. Damages induced after assembly process is not possible since the catheter had been protected with the protective cap. The simulation by cannula reinsertion did not produce similar defect as per complaint sample. The complaint sample defect matches with the simulation sample of being cut by sharp object such as a scissors or scalpel. The defect on the complaint sample is believed to be occurred after the cannulation process due to been cut by a sharp tool. As communicated in IFU, warning section stated that: · after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. · do not use scissors or sharp instruments at or near the insertion site. Cause: defect due to wrong handling

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in china: broken pipe of indwelling needle

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This follow up report is being filed to correct the branding, product code, and 510(k) information that was entered on the initial MDR in sections d1, d2, and g5. This report was filed for item number, 4253540-03, which is not sold in the united states, however a similar item number, 4253540-02, is sold in the united states by b. Braun medical, inc.. The 510(k) has been updated to reflect a 510(k) that item 4253566-02 has been cleared under. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.